Manufacturer narrative:
The data logs were not returned for investigation. Visual inspection of the returned pump revealed significant damage to the pins of the pump handle; the pins were almost completely sheared off. The pump was unable to be detected when connected to the aic. No other damage or abnormalities were found. In conclusion, it was determined that the cause of the pump stop was broken pins.

Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella 5.0 pump inserted in the right axillary for post cardiac-cardiogenic shock (pccs). The pump stopped, another console was used but the pump did not start, and another pump was used.